Event description:
A one touch basic meter was not working. The pt indicated that the meter was not working, but was unable to explain to the customer care advocate (cca) what the problem was exactly was. The pt was taken to a hosp. The cca walked the pt through a control solution test that failed out of range. The meter, test strips, and control solution were replaced. It would have been helpful to know the following information: what was the problem with the meter, when did the issue start, why was the pt taken to the hosp, when did the pt go to the hosp, and what treatment did she receive in the hosp. In addition it would have been helpful to know what the pt's medication/treatment regimen is, if the pt followed the regimen during the time the meter was not working, if the pt ever developed symptoms, what blood glucose results she got on the reported meter and if the hosp, and if another meter was used. This complaint is being reported due to the following conclusion: the pt indicated that the meter was not working and she was taken to a hosp.